Event description:
It was reported that the user experienced difficulty attaching the connector to the ilet using prefilled cartridges, stating the connector would not turn even when fully seated, and the same issue occurred with another connector from the same box; the user was able to attach a connector from a different box without issue, and a replacement box was sent for the reported lot. Symptoms included no adverse clinical effects, and blood glucose was not affected. Outcomes included no medical intervention and no hospitalization. Investigation included remote troubleshooting, attempts with multiple connectors including without a cartridge, and verification that a new connector from a different box functioned as expected. Investigation of this case revealed a suspected connector mechanical nonconformance or fit issue limited to certain connectors from the reported lot, with normal device function confirmed using a connector from a different box. It was concluded, based on previously established findings for similar reports, that the cause was a component malfunction attributable to a connector manufacturing or dimensional variance.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.